Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was receiving failed battery test alarms on the insulin pump. The customer's blood glucose was 7.2 mmol/l. The customer stated that they had gone through five energizer batteries. The customer was able to clear the alarm but, with a new battery change, the alarm recurred. Advised that a replacement insulin pump would be sent. Advised that the customer's insulin pump be returned for analysis. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed failed battery test due to faulty battery tube. The insulin pump functioned properly after unplugging and plugging the battery tube connector into interface board. The insulin pump unable to perform displacement test due to failed battery alarm. The insulin pump had a cracked reservoir tube lip, cracked reservoir tube and cracked case at display window corner.